Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, oversensing and a possible fracture. It was also noted that the rv lead had sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes due to noise. During lead extraction the lead ruptured, the lead was partially explanted and the distal end of the lead will stay in the body. Additionally, the right atrial (ra) lead had chronic high thresholds and a sudden increase in pacing thresholds.. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Also, the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.